Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from portuguese to english: client reports that the safety lock on some jelcos in the same batch is not working. Patient/user impact- no

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, it was possible to observe that the needle retraction system did not activate. A device history record review was completed for provided material number 38183414 and lot number 4025052. The review identified a quality notification during the production process related to activation failure, which may be related to this reported incident. It is most likely that this defect resulted from excess glue from an affected glue nozzle in a manufacturing zone. According to the maintenance orders, a correction was carried out which involved cleaning of the valve and hose and adjustments of the glue pressure, in order to mitigate this issue. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.